Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that vacuum was not working, on the screen it looked like it was working but vacuum was very low during surgery. The procedure type was unknown. The surgery was completed by replacing the product with another one. There was no information about patient impact. Additional information was requested and non-received till date.

Manufacturer narrative:
Additional information provided in a.1, a.2, a,3.a, b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event occurred during beginning of posterior vitrectomy surgery. There was no patient impact.